Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. An automatic lead safety switch (lss) occurred. There was noise noted on the channel, all after the lss reprogrammed to unipolar sensing. Technical services (ts) recommended thorough lead connection evaluation and other programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. An automatic lead safety switch (lss) occurred. There was noise noted on the channel, all after the lss reprogrammed to unipolar sensing. Technical services (ts) recommended thorough lead connection evaluation and other programming options. This device remains in service and the sensing was changed to reduce oversensing of noise. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.